Manufacturer narrative:
The stapler 45 instrument has not been returned for evaluation; the customer noted that the instrument would not be returned as there was no issue with the instrument itself. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. A log review was conducted, which resulted in the following findings: there were two pulmonary wedge resection procedures performed by this surgeon, this date of event, and on system (B)(4). Both procedures used a stapler 45 instrument with the same part number (470298-12), but different lot numbers. The first case used the stapler with lot # t10180817-0081 and the second case used the stapler with the lot # t10181009-0055. It is unknown which one of the two staplers was used in this case. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, fragments fell inside the patient, and it was reported that a small fragment was left inside the patient. No additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the first assistant ripped the stapler from the arm and a piece of the sheath was lost in the patient. The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted technical support from outside the operating room. The csr wanted to know if the sheath was radio-opaque. The technical support engineer (tse) informed the csr that the sheath is not radio-opaque and would not be seen by x-ray. The csr stated that she would inform the site. The tse advised the csr to have the site call in for any other questions. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the csr was present for the first portion of the case. The csr reported that while she was there they had finished and undocked the patient, but when the csr left, the surgeon informed her that they had to re-dock the patient because the surgeon did not remove enough margin. After they re-docked, the surgeon used a stapler 45 instrument to staple and had no issue with stapler function during the entire case. However, during instrument removal, the first assistant removed the stapler prior to the surgeon straightening the stapler, resulting in the sheath becoming caught on the cannula. Pieces of the sheath fell into the patient. The surgeon was able to retrieve most of the fragments using a laparoscopic instrument, but the surgeon elected to leave a very small piece inside the patient. No medical intervention was required to address the issue. As of 02-oct-2020, there has been no report of patient injury nor post-operative complications. Patient demographics, relevant tests, and medical history information was requested, however the csr was only able to report that the patient was a female. The customer will not be returning the stapler because there were no issues with the stapler functionality, and the stapler still has lives that can be used.